Event description:
During a zephyr valve procedure on (B)(6) 2024, one of the sizing wings broke off after passing through the bronchoscope. The wing was found and retrieved. The procedure continued with a new catheter.